Event description:
Customer's mother reported receiving a reading of 350 mg/dl, which was higher than what her daughter felt. As a result, customer started feeling "shaky". Paramedics were called and obtained a reading of 27 mg/dl. Customer was taken to children's hosp. The customer was diagnosed with hypoglycemia, and was treated with unspecified intravenous fluids and food to raise her sugar up. There was no report of death or permanent impairment. Note: the reported event occurred 4 months prior to the customer's call.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be submitted, once investigation results are available.